Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 588 mg/dl at the time of hospitalization. Customer was treated with insulin drip. Customer was not using auto mode feature. Customer was alleging insulin pump for under delivering because insulin pump was not delivering insulin. Customer stated that the insulin pump was delivering bolus and it working fine. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.